Event description:
It was reported that the customer experienced sensor glucose vs. Blood glucose. The customer reported blood glucose value of 300 mg/dl while sensor glucose value was 130mg/dl. The customer reported hyperglycemia and was treated with insulin pump. The event involved product(s) mmt-1884, mmt-7040a, mmt-242a, mmt-332a. Customer reported high bgs. Customer has been using the insulin pump system within 48 hours of reported high blood glucose event. It was explained to customer that sensor may have no longer been responding to glucose changes. Customer declined to continue with troubleshooting. No further patient complications were reported. Product mmt-7040a is expected to return. No other product is expected to return.

Manufacturer narrative:
This report is being submitted as part of a retrospective review per CAPA 686868. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.